Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 16mmx4.5mm, eccentric, de novo target lesion containing a bend between 45 and 90 degrees and was located in the moderately calcified right coronary artery. A 16x4.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.